Event description:
It was reported the patient went to the hospital due to receiving several inappropriate shocks from the right ventricular lead. Interrogation showed an electrode-warning and stress testing showed abnormal sensing. The right ventricular lead was explanted and replaced. The patient was in stable condition. No further patient complications were reported as a result of this event.

Manufacturer narrative:
This event occurred outside the u.s. All information provided is included in this report. If additional relevant information is received, a supplemental report will be submitted. Patient information is not generally available due to confidentiality concerns. Analysis of the lead is in process; the results will be forwarded when available. Evaluation summary: (B)(4): we did received performance data from the device and have analyzed the data. 15-ventricular nst (non-sustained tachycardia) <= 210ms average v-cycle between (B)(6) 2011 13:56:43 and (B)(6) 2011 06:35:00. 6-vf (ventricular fibrillation) <= 210 ms between (B)(6) 2011 08:13:24 and (B)(6) 2011 23:16:59. Ventricular short interval count v-sic = 652.6 counts avg/day, in 2.94 days, between (B)(6) 2011 12:16:57 and (B)(6) 2011 10:53:40. 1-patient alert for lead failure predictor on (B)(6) 2011 18:16:43.

Manufacturer narrative:
This event occurred outside the us. All information provided is included in this report. If additional relevant information is received, a supplemental report will be submitted. Patient information is not generally available due to confidentiality concerns. Evaluation summary: (B)(4) the full lead was returned, analyzed, and the distal conductor had fractured. It was also noted that there was blood/body fluid on the outer tubing overlay, the outer tubing overlay had cosmetic environmental stress cracking, the outer insulation was breached cut, the outer insulation had a cosmetic depression and there was blood in/on the helix mechanism. (B)(4): we did received performance data from the device and have analyzed the data. 15-ventricular nst (non-sustained tachycardia) <= 210ms average v-cycle between (B)(6) 2011 13:56:43 and (B)(6) 2011 06:35:00. 6-vf (ventricular fibrillation) <= 210 ms between (B)(6) 2011 08:13:24 and (B)(6) 2011 23:16:59. Ventricular short interval count v-sic = 652.6 counts avg/day, in 2.94 days, between (B)(6) 2011 12:16:57 and (B)(6) 2011 10:53:40. One-patient alert for lead failure predictor on (B)(6) 2011 18:16:43.